Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model grpl450-1, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1078987, rev.j (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The following warning is found in the owner's manual: the invacare patient lift is not a transport device. It is intended to transfer an individual from one resting surface to another (such as a bed to a wheelchair). During transfer, with patient suspended in a sling attached to the lift, do not roll caster base over uneven surfaces that could cause the patient lift to tip over. Use steering handle on the mast at all times to push or pull the patient lift. Invacare does not recommend locking of the rear casters of the patient lift when lifting an individual. Doing so could cause the lift to tip and the legs of the lift must be in the maximum open position and the shifter handle locked in place for optimum stability and safety. Of note: the reporter of the incident has been contacted for further information and to date no further information has been received.

Event description:
A report has been received that reported daughter in lift to put the daughter in the bathroom to bathe. The lift fell over. Mother cradled daughter and reportedly the lift fell on top of the mother. The daughters' leg was injured and she was evaluated at the ER. Reportedly she received treatment and the daughter will be checked out by the md in the future.